Manufacturer narrative:
The product pertaining to this complaint was not returned for eval, however, the lens was returned and inspected. A piece of the optic and a haptic was torn off and missing, and there was a clear surgical residue on the lens. An investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 05. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted an aq5010v silicone three piece lens and a haptic was torn off by the injector during insertion. The incision was enlarged and the lens was cut out of the eye. Sutures closed the wound.